Event description:
The user stated they were having problems with phosphorus and uric acid. She stated both assays were calibrated, and the qc run immediately after calibration was within specification. The user then put on a run of patient samples along with additional qc samples at the beginning of the run. The user stated as soon as she saw this qc was out of range, she stopped the run, but stated five patients had already resulted and were flagged as failing a delta check. The user manually reran the five samples on another p module and three of the initial phosphorus results were considered discrepant. The user stated the uric acid results for the original and rerun all correlated well, but did not provide specific data. Sample 1 initial phosphorus result was 12.2 mg per dl, repeat result was 4.6 mg per dl. Sample 2 initial phosphorus result was 6.2 mg per dl, repeat result was 2.7 mg per dl. Sample 3 initial phosphorus result was 6.0 per dl, repeat result was 3.2 mg per dl. No treatment was administered or adverse occurred, as the original results were not reported.

Manufacturer narrative:
The field service representative determined there was a reagent probe 1 pipetted volume mismatch. He replaced the reagent probe, replaced the abs lamp, cleaned the sample fluidics path, checked the system pressure and performed a precision check without any errors. Calibration and qc were performed to verify the analyzer performance with all results within specification.